Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 159 to 189 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. The test strip lot manufacturer's expiration date is 01/31/2015 and open vial date is not verified; test strips are expired. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 159 to 189 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. The test strip lot manufacturer's expiration date is (B)(6) 2015 and open vial date is not verified; test strips are expired. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.